Event description:
Information received by medtronic indicated that the insulin pump had unspecified pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.